Event description:
It was reported that the user wore the ilet during an MRI and subsequently experienced repeated restart alarms and failure to infuse insulin, including an alert indicating an invalid hall sensor state, prompting replacement of the device and transition to subcutaneous insulin injections. Symptoms included hyperglycemia with a reported high glucose over 400 mg/dl and a later value of 250 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an electrical or electronic component problem associated with the motor that resulted in failure to infuse and the invalid hall sensor state. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.